Manufacturer narrative:
Despite numerous attempts the device was not returned for evaluation. Since the device was not returned, the reported issue could not be confirmed. Historical data did not find any similar issues related to "smoke" or "overheating" coming from the sensor pad or any similar product. This appears to be an isolated incident and will be trended. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product was requested to be returned but has not been received for evaluation. Instructions for use state: never connect posey sensor pads to other manufacturers¿ alarms. Always check sensor pads when connecting them to a posey alarm. You can check a sensor pad by attaching it to the sensor input on the alarm, activating the alarm and placing pressure on the sensor pad. When the pressure is released, the alarm should sound. Repeat this pressure/release test in several different areas along the entire length of the sensor pad to ensure entire pad functions properly both with the mattress in the flat position and the head and/or foot articulated. If the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and/or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad. This report is based solely on the customer's allegation. There is no evidence at this time to verify the complaint. (B)(4). Reference voluntary medwatch number mw5068495.

Event description:
Customer alleged that a nurse began to smell smoke when the sensor was in use. It was alleged that the nurse moved the patient and noticed that the sensor pad appeared ¿singed¿. The customer did not know what type of alarm was being used with the sensor; however, it was reported that the alarm was ¿blue¿. As posey does not manufacture any alarms with a blue color, it is possible that a competitor¿s alarm was in use at the time of the complaint. No injuries were reported. The date the incident occurred is unknown.